Event description:
On (B)(6)2023 the customer reported that on (B)(6)2023, erroneous non-reproducible elevated troponin I (access high sensitivity troponin I, part number b52699 and lot number 234385) results were generated on the customer's access 2 (access 2 immunoassay analyzer, part number a25635 and serial number (B)(4). The erroneous elevated troponin I results were released from the laboratory. There was a report of change to patient treatment or management in connection with this event. The patient received aspirin, clopidogrel and clexane medications (dosages not provided) and was admitted to the hospital. There was no additional detail regarding duration of treatment that was provided. There was no report of serious injury or death. Hstni results generated on the customer's access 2 are as follows: hstni results (ng/l): 162.2; retest in duplicate: 2.9/ 3.39. Patient sample was also tested using the abbott istat; results are as follows: I-stat ctni: 0.00 ug/l. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. The customer did not note any issues with potential carryover for this event. Sample was collected in a rapid serum tube (rst) which contains thrombin as an additive. The tube was identified as a partial or short draw volume. Sample was centrifuged for 10 minutes at 3000g at room temperature. Centrifuged sample was noted to be clear. No other sample handling information was provided.

Manufacturer narrative:
A1: full patient identifier is case(B)(4). A2, a4 and a5: the customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: the customer did not return the hstni reagent for evaluation. Customer-performed hstni precision testing yielded results out of specifications. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior to the questioned results. A beckman coulter field service engineer (fse) was dispatched to assess system performance. Per fse, quality control results were erratic. Fse found that the ultrasonics board was recently replaced but the ultrasonic voltages were unstable. He replaced the transducer assembly and tubing. He performed temperature and voltage adjustments. He re-calibrated the pressure sensor, performed low level hstni qc precision, and ran system check. All results were within specifications. In conclusion, the likely cause of the event is a hardware malfunction of the ultrasonics. It should be noted the preanalytical sample handling may also be a contributing factor as the sample tube was incompletely filled, therefore modifying the blood to additive ratio.